Event description:
It was reported that the insulin pump alarmed no delivery during manual priming. The customer's blood glucose was 487 mg/dl. The customer stated that after lunch their blood glucose was above 300 mg/dl, so the customer treated with manual injection and decided to change their infusion set. Troubleshooting was performed and everything tested within specification. The alarm was cleared. The customer did not want to perform troubleshooting for the high blood glucose, stating that they trust their insulin pump. The customer stated that the cannula of the infusion set was not bent. The customer stated that they treated five units of manual injection and a bolus from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.